Event description:
It was reported that, "medial side the plastic was worn out." Device was implanted in 1986, however, exact date was not provided.

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.